Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the balloon of a swan ganz catheter was unable to be deflated before use. It is unknown if the balloon inflation syringe was removed from the gate valve. Further information on whether the complaint is a balloon deflation inability issue or deflation difficulty issue could not be obtained. Patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
The reported event of inability to deflate was unable to be confirmed. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The balloon deflated within 1 second without a syringe attached. Maximum deflation time from full capacity is 4 seconds. IFU states passively deflate the balloon by removing the syringe and opening the gate valve. All through lumens were patent without any leakage or occlusion. The catheter body was free of kinks or indentation. No visible damage was observed on catheter or returned syringe. Further evaluation regarding related quality issues is under investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.